Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead presented non-physiologic noise and greater than 3000 ohms pace impedance measurements. Technical services (ts) indicated this was likely associated with integrity anomalies due to the age of this lead. The health care professional (hcp) recommended the patient undergo a lead replacement procedure. The patient decided that they would think about it and follow-up with their hcp once they have decided. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5180574.

Manufacturer narrative:
Combination product: yes.